Event description:
It was reported that pump experienced malfunction after possible exposure to airport x-ray a few days earlier, with malfunction code displayed on pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and to call back if malfunction happened again, which customer acknowledged and understood.